Event description:
It was reported that the pressure sensor board needed replaced. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced pressure sensor, front cover, rear case, lower housing, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, carriage block assembly, and tube drive arm. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/09/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the pressure sensor. A bottle side pressure sensor failure was confirmed and replicated during testing. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side pressure sensor failure was confirmed and replicated during testing. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # 1604765 for rear case. CAPA # fi-2017-0015 for gripper.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06/09/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A bottle side pressure sensor failure was confirmed and replicated during testing. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side pressure sensor failure was confirmed and replicated during testing. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pressure sensor board needed replaced. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pressure sensor board needed replaced. There was no patient involvement.